Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue: anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that resistance was met when attempting to advance an impella 5.5 pump during implant. It was noted that the device would not move forward through the innominate artery due to an existing calcium shelf. The pump was removed and an abbott 8mmx40mm angioplasty balloon was inserted and inflated at the calcium shelf. The impella 5.5 pump was inserted again and implant went smoothly without further issue. There was no patient harm resulting from the resistance caused by the patient's anatomy.